Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR product was received on 3/5/2026 it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2026-094295 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5: describe event or problem - correction h2 type of follow up - correction